Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a revision surgery from posterior approach for shifting the implanted rod position. Intra-op, while performing final tightening of the construct, tip of the obturator broke. Since the broken tip of the product was removed, there were no fragments remained in the patient¿s body. The operation was completed after shifting the rod position of the caudal side. There were no patient complications as a result of this event.